Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that on (B)(6) 2020, one sample generated a positive result when run on the realtime sars-cov-2 assay, but when repeated on (B)(6) 2020, generated a negative result. Further analysis revealed that on the (B)(6) run, the sample showed late amplification while internal control was within range. Further investigation of patient history lead to identify that in (B)(6) this patient was originally tested in another lab and generated a very positive result. Customer reported the low positive result generated on (B)(6) 2020. Customer performed contamination test, which was negative. There was no adverse impact to patient management as a result of the questioned results. As the customer trusted the low positive result, based on patient history, this evaluation will be written as false negative for the negative result generated on (B)(6) 2020. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: log files from the two runs in question were reviewed. Review indicates the runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 is performing outside of established design performance specifications. Quality data review: · the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505388. · the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 identified one additional complaint related to the reported issue, which is currently open and under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505388 was not identified.